Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis, on (B)(6) 2019 with 900 mg/dl blood glucose value and treat with insulin drip at hospital. Customer reported that they feel okay to troubleshooting for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that they rewound the insulin pump, primed and insulin was coming out. The insulin pump will be and reservoir will not be returned for analysis.